Event description:
Reporter indicated pt's generator could not be interrogated because of a "dead battery". Communication was established on the generator just prior to replacement surgery. System diagnostics testing performed resulted in high lead impedance indicating possible lead malfunction. The vns therapy sys was replaced. The explanted lead was returned to the MFR for product analysis. A portion of the lead assembly body including the electrode section was not returned for analysis and therefore, a complete eval could not be performed on the entire lead product. Analysis performed on the returned portions of the lead revealed no discontinuities or anomalies.

Manufacturer narrative:
No anomalies were identified with returned portions of the lead which may have contributed to the reported high lead impedance. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.